Event description:
Facility reported that the r111 sling on an unknown patient lift gave way near the hooks with a patient in transit. The patient who was being transported in the sling did swing and hit something that caused a bruise on the left arm. No further information is available.